Manufacturer narrative:
The device was returned to heartsine for evaluation. The technician could not duplicate nor verify the reported issue. No problem was found with the device. The investigation concluded the issue was due to situational factors/user error. A clinical review was conducted and it could not be determined if the device cause or contributed to the patient's outcome. The device was archived by heartsine and the customer received a replacement device.

Event description:
The customer contacted heartsine to report that their device kept repeating "apply pads to patient¿s bare chest" after the user had applied the pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient in this event is deceased. A clinical review will be conducted to determine device contribution.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device kept repeating "apply pads to patient¿s bare chest" after the user had applied the pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient in this event is deceased. A clinical review will be conducted to determine device contribution.

Event description:
The customer contacted heartsine to report that their device kept repeating "apply pads to patient¿s bare chest" after the user had applied the pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient in this event is deceased. A clinical review will be conducted to determine device contribution.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. Section d4 sn of the initial medwatch report indicates: (B)(6). Section d4 sn of the initial medwatch report should indicate: (B)(6). Section h4 manufacturing date of the initial medwatch report indicates: 2/28/2023. Section h4 manufacturing date of the initial medwatch report should indicate: 02/08/2023.